Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed intermittent undersensing in real time and stored electrograms. No patient symptoms were reported. Device reprogramming was performed and the patient would continue to be monitored.